Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that an ar-3210-0030 camera got very hot. This was discovered during a case with no patient effect.

Manufacturer narrative:
Customer complaint is not confirmed. The device was subjected to functional testing per wi-000102640 and failed centration. All other functional criteria were met. A touch temperature thermal test was performed for 2 hours per tp-02243-21 (plm42314). The maximum temperature of the device is 47.2c and meets the touch temperature limits per bs en 60601-1 2006+a12 2014, standards ( 48c) maximum touch temperature. The evaluation did not identify any issues relevant to the reported event.